Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspection was performed on the returned device. The reported deployment issue and tip detachment was confirmed. It is possible that the distal sheath was bent or entrapped within in the anatomy such that the ratchet was unable to properly engage the stent and resistance was encountered. Additionally, during the attempt to pull the delivery system back, difficulty was encountered as the partially deployed stent was being pulled into the reduced clearance of the introducer sheath, causing the tip to detach. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported deployment issue. The difficulty removing, tip detachment, additional treatment and device embedded in vessel are related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, mildly calcified distal superficial femoral artery (sfa). A 4.0 x 60 mm supera veritas stent delivery system (sds) was advanced with no resistance to the lesion. Resistance was felt during deployment of the stent and the tip separated from the sds which made it difficult to deploy the stent implant. However, the stent implant was successfully deployed. The separated tip could not be retrieved; therefore, it was embedded into the vessel wall of the popliteal artery. No additional information was provided.